Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the smart pass feature being disabled. A request was made to have data from this device analyzed and the analysis confirmed that the s-ICD recorded a reset due to an error message around the time of the smart pass alert. The cause of the reset is unknown but appears benign and likely the result of random spontaneous memory corruption. The device was restored and it was determined a good image of the s-ICD. At this time, the s-ICD remains in service and no adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.